Manufacturer narrative:
The reported event of sensing issue, loss of capture and r-wave amp variation were confirmed. A complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region which caused the reported events. Visual and x-ray examination did not find any anomaly expect for procedure damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, passive testing of the right ventricular (rv) lead showed an acceptable signal. However, once the helix of the rv lead was extended, the signal became inverted and decreased in amplitude. As a result, a second rv lead was used, but the same issue persisted. The second rv lead was also noted to exhibit a high capture threshold, resulting in loss of capture even at high output. The signal from the second rv lead also decreased when it was connected to the device. Multiple troubleshooting steps were performed, including the use of different programmers, pacing system analyzers (psa), and psa cables to test both rv leads; however, the issue remained unresolved. As a result, both rv leads were not used and replaced with a longer lead. No patient consequences were reported.